Event description:
The customer stated a cell-dyn ruby analyzer generated multiple sampling errors and a falsely decreased hemoglobin result for one patient sample. The analyzer generated an initial hemoglobin result of 7.1 g/dl. The patient was admitted for a blood transfusion and a second sample was drawn. The second sample yielded a normal hemoglobin result between 10 g/dl and 11 g/dl. The patient was not transfused and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow up report will be submitted when the investigation is complete.